Event description:
It was reported to boston scientific corporation that a resolution clip device was used on (B)(6), 2012 post duodenal polypectomy to clip the target site. According to the complainant, during the procedure, the clip was locked onto the target tissue; however, once deployed, it failed to release from the delivery catheter. The clip was pulled from the tissue and the device was withdrawn from the patient with the clip attached. The procedure was then completed using another resolution clip device. Prior to use, no damage was noted to the device or its packaging. Reportedly, the scope was not in a retroflex position. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was mashed onto the bushing and there was a kink in the control wire. Additionally, the clip assembly could not be deployed and the prongs could not be opened or closed. The complaint of clip failure to release from catheter was confirmed since the returned device visually reflects the reported issue. The evaluation found that the clip assembly could not be deployed and the prongs could not be opened or closed. Based on the evaluation conducted and the details of the complaint, it is probable that the clip failing to release from the catheter was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on (B)(6) 2012 post duodenal polypectomy to clip the target site. According to the complainant, during the procedure, the clip was locked onto the target tissue; however, once deployed, it failed to release from the delivery catheter. The clip was pulled from the tissue and the device was withdrawn from the patient with the clip attached. The procedure was then completed using another resolution clip device. Prior to use, no damage was noted to the device or its packaging. Reportedly, the scope was not in a retroflex position. No patient complications resulted from this event. The patient condition was reported as stable post procedure.